Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that the 12 volt direct current (vdc) was missing. The fse attempted to correct the reported issue by replacing the battery, power management (pm) board, and the motor controller (mc) board. However the issue was not resolved. The fse replaced the power supply, and the issue was resolved. After this repair, the unit passed all testing and was returned to the customer for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a depleted battery, and that the device would turn off if the unit was not connected to the network. There was no patient involvement.